Event description:
Developed primary pulmonary hypertension. Skin rashes and hair loss. Calcium deposits in heart valves. Capsular contracture. Rptr is waiting for product info from the surgeon. Devices remain implanted. Cannot be explanted until time of lung transplant.